Event description:
The patient reported that they lose the sensation of stim and needs to turn it up to feel it sometimes. The change in therapy/symptoms was noted to be sudden. The loss of stimulation was in 2015. Other relevant medical history includes lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.